Event description:
The field rep (fsr) reported that during preventative maintenance (pm) of the device, he discovered the batteries completely discharged, no battery backup available (2.8 vdc). This system-1 is used as backup. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The field service rep (fsr) discovered that the system-1 was plugged into an a/c outlet but was not in the "on" position, therefore the batteries have been steadily discharging since (B)(6) 2013 when they were replaced. The fsr returned on (B)(6) 2014 and discovered the battery back-up was functioning normally after charging for twenty-four hours. The unit operated to MFR specs and was returned to clinical use. No parts being returned per the fsr. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.